Event description:
Reportable based on analysis completed on 26-mar-2015. It was reported that crossing difficulties were encountered. The patient presented with a non-st elevation myocardial infarction (mi). The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After predilation was performed with a 2.0 x 15mm non-bsc balloon catheter, a 24 x 2.75mm promus premier¿ drug-eluting stent was advanced to treat the lesion but could not cross the lesion. Several attempts were made to cross the device but failed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
(B)(4). The stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that a stent strut at the distal end of the stent was raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion length. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).